Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened escape and down button dome switch. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 117mg/dl. Advised insulin pump would be replaced. No additional information was provided.